Event description:
The pt's husband reported that his wife had been admitted to the hospital for symptoms of extreme pain and numbness in both legs from the waist down. Muscle spasms had been detected in her left leg (a jerking motion was reported); the pt had experienced pain in her spine located just below the ipg implant site. A CT scan had been completed (date was not provided); results revealed no anomaly was found. The approx date of onset had been two weeks earlier. There had been no known accident, fall or trauma related to the event and no sensation of shocking was detected. The device had been checked with the programmer and had appeared to be fine. Product specific info was not reported; the pt had a newer scs system placed in the 2006/2007, timeframe that was not reflected in the company device registration system. The pt's current status was serious; her pain was being controlled by morphine. Add'l info has been requested from the physician.